Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, there was blood leakage of one device. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary: material #: 364314. Lot/batch #: 2350188. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing, each drawn with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, there was blood leakage of one device. No patient impact reported.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.